Event description:
Additional information was provided on 4/4/2024 where the sales representative stated that the device broke inserting the screw. A drill guide was not used when inserting the screw and it was on hand.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/03/2024, it was reported by a sales representative via sems-06530912 that an ar-8737-37 driver shaft broke. This occurred during an oats procedure on (B)(6) 2024 where they took out broken driver and used another driver.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw.